Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected in the chin with juvéderm® volux¿ xc and juvéderm volbella® xc injected in the patient and botox in the forehead, glabella undereye/ jelly roll, dao, platysma, and nose tip. Four days later, the patient woke up complaining of blurred and double vision which is worse on the right side. The hcp recommended the patient use eye drops, which the patient said did not work. Later that day, symptoms were starting to improve. The patient has no other symptoms, including specifically any that might be associated with vascular occlusion such as blanching or pain. The hcp believes the symptoms were unrelated to aesthetic treatments. But the patient believes the botox may have caused the symptoms. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® volux¿ xc.